Manufacturer narrative:
Add'l info has been requested and if received will be provided in a supplemental report.

Event description:
It was reported that, "the pt has had problems with her right hip replacement ever since it was implanted. She has swollen feet and horrible rash below the knees which is peeling, is solid red and feels like it is on fire. The pt limp's from the pain and has very severe pain in her right leg. She cannot sit for very long and gets cramps in her legs. Sometimes when she takes a step it feels as if her right hip is giving out. Her surgeon has been very uncooperative. She would like to know if any of her implants have been recalled."